Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product serial number provided was not valid. Further information was requested but not received.

Event description:
During an initial implant procedure, it was observed the helix retracted while using the helix locking tool. The lead was successfully implanted. The patient was stable.